Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during device preparation on the back table prior to an angiogram procedure, a flexor high-flex ansel guiding sheath "split in half" upon insertion of the dilator. The split was in the middle of the "blue section" and the wires remained intact. Resistance was not felt upon insertion of the dilator. A new sheath was used with the same dilator to complete the procedure. The patient did not require any additional procedures or experience any adverse effects due to the occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The sheath material was split and the inner coil was exposed at approximately 37.7-centimeters from the distal end of the hub. A document-based investigation evaluation was performed. A review of the device history record found one relevant non-conformance on one device from a sub-assembly lot; however, the affected product was scrapped prior to release from cook. All raw material lots passed incoming inspection. A review of complaint history found no additional complaints for this lot number or on any lot containing the same sub-assembly lots as the complaint device. A supplier investigation was requested. The supplier concluded that quality inspections for the sheath tubing component lots were acceptable, and the supplied component was manufactured to specification. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Although one relevant non-conformance was noted on a sub-assembly lot, the non-conforming product was scrapped prior to release from cook, there are 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot-related complaints have been received from the field. Therefore, it was concluded that there is no evidence that additional non-conforming product exists in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to design or manufacturing deficiencies, contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E3: occupation - lab manager. H3: device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during device preparation on the back table prior to an angiogram procedure, a flexor high-flex ansel guiding sheath "split in half" upon insertion of the dilator. The split was in the middle of the "blue section" and the wires remained intact. Resistance was not felt upon insertion of the dilator. A new sheath was used with the same dilator to complete the procedure. The patient did not require any additional procedures or experience any adverse effects due to the occurrence. Per preliminary evaluation performed 12december2024, the sheath material was split exposing the inner coil at approximately 37.7 centimeters from the distal end of the hub.